Event description:
A foreign country service reports that the customer stated the hinge pin broke when they opened the faceplate, it came off in their hands. There were no injuries and no pt procedure were being performed.

Manufacturer narrative:
Report states that the field service engineer cleaned the injector and replaced the broken pin hinge. The injector was tested and the injector was returned to the customer for clinical use.